Event description:
Rec'd a report from a user facility that stated "hemo clip appeared to be larger than normal and causing the tubing to separate from the catheter". The facility was contacted for add'l info about this event. The info from this reporter was rec'd on 11/22/2005. According to her, the hemo clip was placed to secure the catheter to the bloodlines. Also, she added that the catheter may have been incorrectly positioned within the hemoclip. The rn also stated that this pt is very combative and nasty and may have contributed to this incident. The dialysis treatment was well into three hours of treatment when the catheter from the pt disconnected from the bloodline. As a result, this pt did have a blood loss of < 100 ml. The dialysis treatment was stopped at the time of the disconnet. The pt also lost 1/2 hour of treatment. 911 was called and arrived and then transported this pt to the ER for further evaluation and follow up relating to this incident. A hemoglobin drawn in ER was 13. The pt was assessed and was then discharged to home. The pt was re-drawn for hemoglobin at next dialysis treatment in the clinic and was 12.8. No further orders or medical intervention resulted from this event. The pt is asymptomatic at this time. No sample is available. This pt continues hemodialysis at this clinic with no ill effect from this event. The pt has both a fistula and a catheter but will only let staff dialyze him through the catheter.